Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump did not stop when it hit the reservoir and kept pushing. The customer states that something went wrong when it hit the reservoir. The customer's blood glucose level at the time of incident was unknown. The customer states they felt nothing was coming out so they cut the tubing and ran a bolus and notice no insulin coming out. The customer states they removed and replaced the battery and the pump started acting normal again. The customer declined to troubleshoot due to it being a past incident. The customer was advised to monitor the device, and was advised to call back as soon as issues arise.